Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07620. It was reported the pt was unable to increase the stimulation due to auto-reducing. The sjm representative met with the pt and determined the right supra-orbital lead (off-label use) had multiple contacts with invalid impedances. Reprogramming was unable to provide stimulation using the suspect lead. The pt was to be sent for an x-ray. Follow up identified the physician replaced the right lead. The left lead was repositioned to improve the existing stimulation coverage. It was undetermined which lead was replaced, so both will be reported. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.